Manufacturer narrative:
(B)(4). G2 foreign - italy. Suggested component: mechanical (g04) - stem. D11: 66017787 73594298 palacos cement 1. 00596404014, 61961867 nexgen lps flex poly 17mm. 00598004701, 62510252 nexgen tibia 5. 66017787, 76044352 palacos cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was revised approximately 5 years post implantation due to pain, prothesis loosening and malpositioning. Tibial and femoral components removed without complications. Attempts to obtain additional information have been made; however, no more is available.